Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula which led to hyperglycemia event on (B)(6) 2026. Due to bent cannula, patient experienced symptoms including dizziness, sleepiness/drowsiness/somnolence, and the blood glucose level rose to 600 mg/dl. The patient found moderate ketones level. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.